Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c265, serial# (B)(4), product type: lead. Product ID: 3887-33, lot# j0124626v, implanted: (B)(6), explanted: (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the physician attempted to replace the lead but was unable to get it in the correct position. The rep reported that all existing devices were then explanted. No further complications were reported.

Manufacturer narrative:
Correction: please note that upon further review, device code (B)(4) has been replaced at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the ¿physician felt that there was tissue preventing him from placing the lead at the desired level¿ and that this was the cause of the lead placement issue. It was stated the lead was not placed because the physician could not get the lead in the desired position/level of the spine and that ¿there was not any issue with the surgical lead itself.¿ it was further stated that ¿the issue was with the patient¿s anatomy and inability for the physician to dissect to the level of the spine in which he wanted to place the lead.¿ no further surgical interventions had been performed as of (B)(6) 2017.